Event description:
Litigation papers allege: extensive pain and discomfort, patient has been caused to suffer and will continue to suffer physical, mental and emotional pain, anguish and suffering, patients ability to enjoy life has been greatly diminished, patient has been required to undergo multiple painful medical and/or surgical treatments and has incurred the expense thereof; patient has in the past is now and will in the future be required to expend monies for future medical treatment, care and monitoring.***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis.

Event description:
Litigation papers allege: extensive pain and discomfort, patient has been caused to suffer and will continue to suffer physical, mental and emotional pain, anguish and suffering, patients ability to enjoy life has been greatly diminished, patient has been required to undergo multiple painful medical and/or surgical treatments and has incurred the expense thereof; patient has in the past is now and will in the future be required to expend monies for future medical treatment, care and monitoring.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.